Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The device was also part of the ingenio high impedance advisory and a preventive replacement was scheduled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received clarifying the allegation of premature battery depletion box was checked in error. This device was not suspected to exhibit pbd and was prophylactically explanted due to the ingenio advisory. This is no longer a reportable event. This device was returned to boston scientific.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The device was also part of the ingenio high impedance advisory and a preventive replacement was scheduled. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received clarifying the allegation of premature battery depletion box was checked in error. This device was not suspected to exhibit pbd and was prophylactically explanted due to the ingenio advisory. This is no longer a reportable event. This device was returned to boston scientific.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The device was also part of the ingenio high impedance advisory and a preventive replacement was scheduled. At this time, the device remains in service. No adverse patient effects were reported.